Manufacturer narrative:
(B)(4). The customer reported a loss of the ECG. There was no pt involvement reported. The unit was evaluated locally by a philips rep. The issue was determined to be ECG artifact when using malfunction electrodes. Replacing the hand-free barrel connection cable resolved the failure.

Event description:
The customer reported a loss of the ECG. There was no pt involvement reported.